Manufacturer narrative:
Patient info:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -11.5/2.5/170 (sphere/cylidner/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023, and in a subsequent surgery later that day, was replaced due to refractive surprise. The problem was resolved. The cause of the event is unknown. Reportedly, "no problem" is stated for status of the eye.

Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic torn and the haptic broken. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Clam#: (B)(4).

Manufacturer narrative:
Corrected date: explant date: (B)(6) 2023. Claim# (B)(4).